Event description:
It was reported that a malfunction alarm occurred. It was also reported that the customer experienced a blood glucose (bg) level of "high" although a specific value was not provided. High bg was addressed by taking a manual correction injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.